Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2025, during a novasure procedure, the cia tested was unable to pass. The surgeon performed a hysteroscopic check and a double uterine perforation was observed. Laparoscopy was performed on patient to coagulate the perforation. No other information available.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and the device had fluid on the desiccant and the 40 mm filter. There were no sharp edges or metal parts exposed from the array. Functional testing was conducted and the cia test failed, then a leak test was conducted and no leaks were noticed, the filters were replaced and the device passed the cia test and completed the procedure in the controller. The cia failure was confirmed against the filters. No relationship between the device characteristics and the uterine could be established. This observation will be monitored and trended.